Manufacturer narrative:
(B)(4) jaw or cam interface is disengaged. The analysis results of the (B)(4) found that it was received empty, locked out and with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips which may be ejected. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the orange indicator was not visible completely however, this finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was unformed at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.